Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed. A field service engineer arrived onsite and found the station in use, although it was reported to be frozen. The only issue observed was that drawer 5 in row b was not showing on the bus. Fse powered down the station and reseated the row board connection on the drawer controller board. Cubies on row b were detected. The drawer was tested in hardware test application and passed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had a hardware failure. The customer stated that the malfunction occurred while user tried to issue medication to a patient, that caused a delay. There were no adverse events or injuries reported based on this event.